Manufacturer narrative:
The vse instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, a vessel sealer extend (vse) instrument was inserted into the patient. The customer confirmed that there were no visible signs of damage or wear on the vse instrument prior to the start of surgery. The physician observed gray pieces on the instrument shaft, and further inspection confirmed that portions of the coating were missing from the distal end of the instrument jaws. The instrument was removed from the surgical field and replaced with a new one. The fragments were retrieved laparoscopically using a fenestrated bipolar forceps instrument during the same procedure. No additional surgical procedure, incision, or conversion was required to remove the fragments. No patient complications were reported as a result of the event. The procedure was completed as planned.